Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. Please see updates to d9, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the broken lens was caused by user error, improper handling and application of excessive force. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the component damage was discovered after treatment of a photoselective vaporization of the prostate (pvp) procedure. The procedure was completed using a similar device. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. Please see update to b5 and h10.

Event description:
It was reported to olympus that the telescope "oes elite", 4 mm, 70°, hd, autoclavable has component damage (optical system damage/loose components, lens damage). There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.